Manufacturer narrative:
The sample was drawn into a lithium heparin plasma tube with gel separator and centrifuged at 4500 rpm for 5 minutes. The samples was sent to bci cpls (customer product line support) for interference testing which confirmed the presence of an interferent. Qc was within customer's established ranges on the date of the event. Service was not dispatched for this event since the questionable result was isolated to one patient's sample.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. The patient was sent to the catheterization laboratory due to a history of elevated accutni results. A sample from the patient was tested using a different methodology which resulted normal.